Event description:
Drug/diluent: bupivacaine 0.5%. Fill volume: 300ml. Flow rate: 4.0 ml/hr. Procedure: breast augmentation. Cathplace: breast. Pt felt the pump was empty on saturday. Start date of the infusion: (B)(6) 2012 @ 11:00 am. End time (B)(6) 2012 @ 11:00 am. Heart rate elevated to 160's. Blood pressure elevated no number was given. Blood test showed high local anesthetic levels. Pt went to the ER. Adverse event: yes. It is worth noting that after further info received on (B)(6) 2012 the pt claims half of the medication was left inside.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. The production lot met all mfg and quality specifications. Conclusions: the sample will be evaluated when received and a f/u report will be filed.